Event description:
Doctor used pressurewire in patient. Tech accidentally closed the function and doctor needed to recalibrate the wire. The wire was pulled back through the lad vessel and placed outside of the guiding catheter for equalisation. That was successful. The doctor then tried to advance wire past stent to do a post stent ffr reading. Dissection occurred. Six stents were put into the pt to fix dissection. Pt suffered a coronary infarction during procedure.